Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker system stored ventricular episodes and electrogram (egm) review was requested. Episode v-3 started with two seconds of non-sustained ventricular tachycardia (nsvt) which then appears sustained with v>a into time break. Upon the return, egm appeared to contain a noisy baseline. The three subsequent episodes presented similarly to the end of the v-3, but with a larger amplitude that resembled ventricular fibrillation (vf). Technical services (ts) explained that remote monitoring was not scaled, resulting in the appearance of different amplitudes for what was likely the same/similar rhythm. Apvp was observed on the presenting, but capture could not be confirmed. A wellness check was advised. This pacemaker remains in service. No adverse patient effects were reported.